Event description:
It was reported that when the fiber was connected to the console, it started burning, which caused the fiber port area to smoke. There was no patient involved.

Event description:
It was reported that when the fiber was connected to the console, it started burning, which caused the fiber port area to smoke. There was no patient involved.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the console was serviced onsite by a field service engineer (fse). The condition could not be reproduced. The system was checked, realigned, calibrated, and tested. It was confirmed to be safe and fully operational. The console was installed on (B)(6) 2016 and this event occurred over 9 years after the system installation. After this period, component wear, failure or damage is possible based on product use. However, the investigation was unable to identify any damage or malfunction related to the reported allegation. Since the investigation findings clearly confirm that there was no problem with the device, the reported device allegation could not be confirmed. A risk review was completed and confirmed that the event of device smoking was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.